Manufacturer narrative:
Device remains implanted in patient and will not be returned. (B)(6). (B)(4).

Event description:
It was reported that a rotator cuff breakage was repaired with the device on (B)(6) 2012. Ten days after the surgery, there is suspicious flow at three of the seven holes made during the surgery. A nurse began treatment for this incident, but three days after ((B)(6) 2012) the patient met again his surgeon. That day, the surgeon surgically treated the patient with cleaning, washing and multiple perioperative sampling. In addition, he prescribed antibiotherapy. On the (B)(6) 2012 the surgeon noted no inflammatory signs. Patient's current condition as of (B)(6) 2013 states, the patient is still painful when he moves his shoulder and when the weather changes.

Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event. No further investigation is warranted at this time. (B)(4).